Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of infection in the peritoneum in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced an infection in the peritoneum. It was not sure if the infection was peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. The patient was still in the hospital. The patient is recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow up information received regarding the reported event on (B)(6) 2012. Follow up information from the nurse could not confirm if the patient had peritonitis. The patient had an arteriogram scheduled for (B)(6) 2012, and was admitted to the hospital that day. While the patient was hospitalized, the patient reportedly passed away on (B)(6) 2012. The patient was not using a homechoice machine in the hospital, nor was she receiving dianeal at the time of death. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(4) 2012 regarding the reported incident. The nurse reported and confirmed the patient was severely constipated and was diagnosed with peritonitis with cultures positive for e. Coli during the hospitalization on (B)(6) 2012. The nurse stated the cause of the peritonitis and death was due to the pd catheter had penetrated through the patient's bowel. The pd nurse did not have specifics regarding this report but stated the patient was very ill. The pd nurse believes the lasts treatment of pd therapy was performed on (B)(6) 2012. The pd nurse was unsure of the manufacturer of the pd catheter.